Manufacturer narrative:
(B)(4).

Event description:
The patient reported that every time they would bend forward their stimulation would change. This issue had been present since implant. It was confirmed that the patient's implantable neurostimulator (ins) had adaptive stimulation enabled. It was noted that the patient had hated their device since implant. The patient did not have a doctor and did not want physician listings. The patient was walked through turning off adaptive stimulation because they did not like the stimulation changing with body positioning. It was noted that the patient had pink eye in both of their eyes. The patient was implanted for spinal pain. No interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.